Event description:
It was reported that the patient reported to the emergency room because of shocks received. The therapy was inappropriate, caused by the atrial fibrillation the patient experienced. No changes were made to the system and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7120-65, competitor implantable tachy lead, (B)(6) 2008; 407652, implantable pacing lead, (B)(6) 2008. (B)(4).